Event description:
It was reported that the tip of the screw was broken during extracting after bone union.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.